Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the atrial lead insulation was cut and appeared to be compromised. The lead was capped and replaced. No patient complications have been reported as a result of this event.